Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd gaskets are torn. There was no consequence to the patient. Only one of the three trocars is being returned.